Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition post-procedure.